Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis were not reported. On an unreported date, the patient was hospitalized for ten days and switched to hemodialysis (hd) therapy. At the time of this report, hd therapy was ongoing. No additional information is available.